Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The field service engineer (fse) - bacteria filter is stuck and unable to be removed from the heated filter assembly. Replacement of heated filter assembly is required. Customer allowed the unit to heat up the filter for ease of removal - unsuccessful. Fse replaced heated filter. Unit passed all performance verification tests this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports that the filter tube stuck. There was no patient involvement.